Event description:
It was reported that they were having trouble issues charging the controller and ins. Patient said that they had tried several times and they were supposed to get an MRI of their pancreas, but they couldn't get the stimulator working so they were going to be taking it out. Patient mentioned that they hurt their back and needed the MRI done as soon as possible. Agent walked the patient through resetting the controller. Patient confirmed that there was no visible damage to the recharger or to the controller port. Agent had the patient initiate a recharging session of the implanted device. Patient saw no device found. Agent reviewed passive recharge mode with the patient. After a few minutes of passive recharge mode. The issue was not resolved. Agent sent a request to the repair department to replace the recharger. Agent would like to add the event date was months and months ago. Pt called back repeating issue of needing an MRI. Pt stated they were told to call patient services because they 'don't have the machine for the MRI'. Pt noted that they hurt their back and they are getting the ins removed on june 3rd. Pt stated the location has an MRI opening on june 2nd but, pt stated they cannot wait that long and they need to find somewhere else to go. Agent redirected to hcp to further assist finding pt a location to get an MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.